Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s pump ¿not working properly¿. Additionally, it was reported that intermittent occlusion alarms occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, no response was received from the customer. There was no reported adverse impact to the customer¿s blood glucose level.